Event description:
Event description cpi received information that this bipolar tined lead (0010) was removed from service because the impedance dropped from 930 ohms at implant, to 210 ohms today. The patient also revceived a shock into sinus rhythm. They suspected a lead insulation break. The lead was replaced with another cpi lead (0012).